Event description:
Medtronic received a report that the coil could not be advanced into the first echelon microcatheter. After replacing with a new echelon microcatheter, the coil still could not be advanced into the microcatheter. The axium coil could not be detached. It was indicated that all devices were prepared as per the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The catheters were flushed as indicated in the IFU. Additional information was received reporting that no causes or contributing factors for the event were identified. This event took place intra-operatively. The catheter resistance occurred in each of the catheter's hub. The coil came out of the introducer sheath smoothly. A continuous catheter flush was administered during the procedure for both catheters. It was asked but unknown if there was any kink/damage to the catheters or the coil after removal. The instant detacher was attempted, "2-3 times" and the manual method was attempted, "3-5 times." No issues were encountered prior to non-detachment. No pushwire damage was observed after removal. The procedure was completed with a new catheter and new coil.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), in-house coil (model: qc-2-2-3d lot; 9619244) as found condition: two echelon-10 micro catheters and one axium prime device were returned for analysis within a shipping box and within two unsealed plastic pouches. The two echelon-10 micro catheters were returned further within their opened inner pouches. The axium prime device was returned further within a dispenser coil. Visual inspection/damage location details: (pli-10) no flash or hub mold were found within the hub. No damage or irregularities were found with the echelon-10 hub, micro catheter body, distal tip or marker bands. Blood was found within the echelon-10 hub and proximal micro catheter. (Pli-20) no flash or hub mold were found within the hub. No damage or irregularities were found with the echelon-10 hub, micro catheter body, distal tip or marker bands. Dried onyx or similar embolization agent found within the hub, micro catheter body and distal tip. (Pli-30) the actuator interface was found secure within the coupler tube. The break indicator was found unbroken. No evidence of detachment attempts was found at these locations using an instant detacher or by manual method. The pusher was found bent at ~155.9cm from the proximal end. The coin was found still against the lumen stop. Dried blood was found under the ptfe shrink jacket and within the lumen stop. The shield coil was found undamaged. The implant coil was found still attached to the pusher and found undamaged. Testing/analysis: (pli-10) the echelon-10 total length (to the proximal marker band) was measured to be ~152.9cm and the usable length (to the proximal marker band) was measured to be ~145.2cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ±1.5cm). The echelon-10 micro catheter was flushed, water exited the distal end, flushing out liquid and dried blood. An in-house coil was inserted into the echelon-10 hub, through the micro catheter body, and out the distal end with slight resistance encountered; pushing out additional dried blood particles. Additional insertions of the same in-house coil found no resistance. (Pli-20) the echelon-10 total length (to the proximal marker band) was measured to be ~152.6cm and the usable length (to the proximal marker band) was measured to be ~144.5cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ±1.5cm). The echelon-10 micro catheter was flushed; water did not enter the hub due to the occlusion. An in-house coil could not be inserted into the echelon micro catheter due to the occlusion. (Pli-30) the returned coil was advanced out of the introducer sheath with resistance encountered at the damaged pusher section and cannot be used for resistance testing due to the damaged condition. A detachment was then attempted using an in-house instant detacher. The release wire was found stuck and did not retract. The dried blood under the ptfe shrink tubing and within the lumen stop was dissolved, and the release wire/coin retracted with no issues; detaching the implant coil. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance during device delivery¿, ¿coil resistance/stuck in catheter¿, ¿catheter resistance at hub¿ and ¿coil resistance/stuck at cath. Hub¿ were confirmed. Liquid and dried blood were found within the first echelon-10 micro catheter (pli-10), causing the resistance during analysis. After the blood was flushed/pushed out, no additional resistance was encountered. It is not known if the blood had coagulated during the procedure. The second echelon-10 (pli-20) was found occluded with onyx or similar embolization agent, causing the resistance during analysis. However, customer did not report using any embolization agent and the cause could not be determined. The returned axium prime pusher was found bent. It is possible the damage occurred during the attempt to push the coil into the micro catheter against the reported resistance. The customer report of ¿non-detachment¿ was confirmed. The cause of the non-detachment during analysis was the blood found within the lumen stop and under the ptfe shrink tubing causing the coin to become stuck within the lumen stop. The cause could not be determined. Customer reported detaching 2-3 times using an instant detacher and 3-5 times by manual method. However, the pusher break indicator and actuator interface was found intact. The axium prime coil is compatible for use with the echelon-10 micro catheter. There is no indication that the event is related to a potential manufacturing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.